Manufacturer narrative:
Product event summary, investigation summary - it was reported that the ins "went bad" and the battery lasted only 13 months, indicating an elective replacement indicator and resulting in explant. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The patient and health care provider were contacted to investigate the cause of the battery only lasting 13 months, and the current status of the removed device. At this time no response was received. Device return was requested; however, the device was not returned at the time this investigation was completed and no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to determine the cause of the event. The root cause was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they attempted to turn the stimulation off with the recharger but the recharger was still displaying the lightening bolt icon. The patient reported that they check with mystim and it was off and at 0v. The patient reported that they have a scs removal scheduled with a new doctor on (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that there was an elective replacement indicator message. The patient was dissatisfied with the implant longevity, she stated she was told it would last 8-10 years and then was told 2-4 years. Additional information received from the manufacturer representative reported that they would get the patient started in the process to have the device replaced. The indications for use were spinal pain and failed back surgery syndrome. No patient symptoms reported. Additional information was received from the patient indicating that their stimulator lasted only 13 months and was replaced. The patient mentions that it should have lasted 5-6 years as indicated in a booklet. The booklet should not state incorrect information, indicating that they had program 1 and program 2 at 1.5v. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the weight loss was due to change in diet. The patient reported that their weight is (B)(6). The patient reported that the 1st implant battery didn¿t even make it a year and they were told it was 7-10 years. The patient stated that they were upset.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reiterating that their implant was replaced because it went "bad" within a year of implant when they though it was supposed to last 8-10 years. No further complications were reported or anticipated.